Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the severely calcified mid right coronary artery (mrca). After performing rotation atherectomy, a 3.00 x 28 synergy&#10244;rug-eluting stent was advanced but failed to cross the lesion. The device was removed however, the stent dislodged and was on the guide wire at the distal entrance of the guide catheter. A snare was then used to hold the dislodged stent inside the guide catheter and the whole system was removed together. The procedure was not completed with any other stents as it was difficult to deliver a stent. No further patient complications were reported and the patient's status was good.